Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, pair new tx during session occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was determined to be transmitter timer not advancing. No additional event or patient information is available.